Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and subsequently a minimum fill notification occurred with 75 units of insulin in the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 240mg/dl.